Event description:
Health professional reported an alleged lap-band port leak. The port was removed and replaced.

Manufacturer narrative:
Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."